Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l. Auto mode feature information was unknown. Customer stated loss of communication between insulin pump and transmitter. Customer stated they had received blood glucose not received no calibration occurred alarm. The insulin pump will not be returned for analysis.